Manufacturer narrative:
The system was examined by the customer. The company representative was called to troubleshoot the issue with the customer on the phone. The customer was able to resolve the issue remotely, by re-seating the lamp into the component. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 5, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event was attributed to the lamp, which was reseated by the customer. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a lamp on a system needed to be replaced. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.